Manufacturer narrative:
Additional information received. A2. Patient age (82 years) a3. Patient sex (male) a4. Patient weight (90kg) b5. Updated with additional event information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was undergoing mechanical thrombectomy to retrieve clot at the right internal carotid artery m2 segment. The device was prepared per the instructions for use. Vessel tortuosity was moderate. The solitaire resistance occurred at the catheter hub. The tip of the sheath was secured in the catheter hub and the rhv was secured during delivery. The solitaire was not torqued or repositioned during delivery or retrieval.

Manufacturer narrative:
H3: visual inspection/damage location details: no bends or kinks were found with the solitaire x pusher; however, the pusher shrink tubing was found damaged at 10.5cm from the distal end of the pusher with the marker coil pulled back 1.0cm from the stent attachment zone. No damages or irregularities were found with the stent attachment zone. The solitaire x stent appears to have separated from the pusher at the non-working (teardrop) struts. The separated stent was found within the returned introducer sheath. The stent non-working (teardrop) struts were found bent and broken. The stent working length struts were found in good condition. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿separation¿ and ¿resistance¿ were confirmed. From the damages seen with the returned solitaire x revascularization device it appears excessive force may have been used. It is likely the stent became damaged (bent) during the attempt to deliver into the (microvention) headway 21 micro catheter, subsequently breaking upon removal. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary (see tr-nv14873 solitaire separation). Resistance at hub can be caused by compatibility or improper hubbing technique. Improper hubbing technique could not be ruled out as a potential cause. The headway 21 micro catheter has a labeled ID (inner diameter) of 0.021¿. Per the solitaire x IFU (instructions for use) all solitaire x revascularization devices should be introduced through a microcatheter with an inside diameter of 0.021-0.027 inches.¿ therefore, the headway 21 micro catheter was found to be compatible for use with solitaire platinum revascularization device. However, as the headway 21 micro catheter was not returned any other contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter used in the event was a headway 21.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pusher wire was torn off. The first pass occurred without any problems. The second pass was not possible, as the stent stuck in the microcatheter and could no longer be moved. The stent was recovered with the microcatheter. When trying to resolve the stent outside the patient, the pushwire was cracking.